Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields include d8, d9, h2, h3 h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dirty control unit based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Additionally, a probable cause of the malfunction identified during device evaluation could not be established. However, it is presumed that the likely cause of the dirty control unit was associated with water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had image interference. There were no reports of patient harm.